Manufacturer narrative:
Product event summary: the controller (B)(4) was not returned for evaluation. Visual evidence provided by the site revealed that the serial port data cap was missing. As a result, the reported event was confirmed. Additionally, contamination was observed on the controller housing surrounding the serial port and power source connectors. This is an additional observation not related to the reported event, likely due to the handling of the device. Additionally, contamination was noted in the serial port connector; the missing cap likely allowed for contamination to enter the connector during handling of the device. The most likely root cause of the reported broken cap event can be attributed to wear and/or the handling of the device. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Visual evidence has been submitted to the manufacturer because the controller rubber cap broke off. The controller visual inspection tested out of specification. The controller still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for correction and additional information: corrected sections: e1-initial reporter: from (B)(6). E2 hcp: from no to yes e3 occupation: from non-healthcare professional to other healthcare professional h3: missed to mark device evaluated and eval summ attached additional information: d10: added concomitant product and therapy date. Investigation of this event was completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.